Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available for evaluation. Samples for similar complaints were sent to and analysed by (B)(4). The analyses concluded that the precipitates observed are calcium carbonates. The ph of the solution has been identified as the primary root cause of this problem.

Event description:
A pharmacist reported to baxter (B)(4) that precipitation appeared in bloodline during treatment. Treatment. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.